Event description:
It was reported that a patient presented to clinic with discomfort caused by her implantable cardiac monitor (icm) on (B)(6) 2022. The physician elected to reposition the icm further into the tissue. The patient condition was stable.